Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, yellow particles on the shell, broken on the plug strap and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, non-penetrating nicks, sharp broken on the plug strap and partial delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening on the posterior due to an unidentified (tear) opening; a sharp broken on the plug strap due to an unidentified (tear) opening; partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.